Event description:
It was reported that the patient received shocks during the night. Device interrogation revealed multiple vt episodes. The device accelerated three of the vt rhythms to the vf zone and delivered therapy. The same occurred for two episodes the next day. The patients condition after the event is good. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.